Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set came apart at one of the connections resulting in patient blood (estimated 10-15ml) flowing out from the peripherally inserted central catheter (PICC) line; the PICC line only had a small part of the tubing connected to it. This occurred during patient infusion with total parenteral nutrition/lipids. The broken tubing was removed and a new tubing was placed to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.